Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of "constant thumping in left side" due to phrenic nerve stimulation. Reprogramming was performed to turn the left ventricular lead off. It was later reported that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.